Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring and cracked battery tube threads.

Event description:
Customer reported that a piece of the insulin pump was missing. It was noted that the missing piece was from the reservoir compartment lip. Customer's blood glucose readings at the time of the call were 233 mg/dl. No further information reported.